Event description:
Pump declared alarm 20 during a pumping event. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in loading a new cartridge with proper technique, and the customer successfully resumed insulin therapy. Original cartridge lot number was unavailable.